Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a beeping was noted, and the patient felt like she was having difficulty breathing but her breathing got better later. No further adverse effects were reported.